Event description:
It was reported the patient had an initial right total knee arthroplasty. Subsequently about 2 weeks post procedure a mild superficial skin infection was noted and treated with medical intervention that resolved approximately one month post intervention.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: 42532006702 tibia cemented 5 degree stemmed right size d lot# 64830697 MDR: 3007963827-2022-00013; 42521200410 articular surface fixed bearing ultracongruent right 10mm lot# 64461238 MDR: 3007963827-2022-00014; 42540000029 all poly patella cemented 29 mm diameter lot# 65061549 MDR: 0002648920-2022-00007.

Event description:
Upon receiving additional information, it was determined that the part referenced should not have been reported. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information, it was determined that the part referenced should not have been reported. The initial report should be voided. This was a data entry error and has been updated; there was no such event.